Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 577 mg/dl at the time of admission. The customer reported experiencing pain in their neck, back and chest. It was also found the customer was vomiting, thirsty and frequently urinating from their blood glucose. The customer also believed their low was from the infusion set cannula detaching from their body. The customer was treated with 10 units by manual injection. The customer was wearing the insulin pump at the time of hospitalization. The customer's blood glucose was 513 mg/dl at the time of the call. It was also found the customer had a pre-existing vision problem. The insulin pump will not be returned for analysis.